Event description:
It was further reported that the system was extracted and no new system was implanted. The system was extracted due to the patient did not want the system anymore. After reprogramming of the device and an observation period for several weeks there was no pacing necessary and therefore decision to explant the entire system.

Event description:
It was reported that the patient underwent a magnetic resonance imaging (MRI) procedure, and post MRI the atrial lead exhibited low impedance in bipolar mode. It was also reported that during subsequent follow up the atrial lead exhibited oversensing in unipolar mode and increased threshold. The device mode was reprogrammed, and the atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: t70a2u ipg, implanted: (B)(6) 2009. (B)(4).